Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection and functional testing confirmed there were no abnormalities that would have caused or contributed to the reported condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the clip applier was placed around a renal vein during laparoscopic donor nephrectomy, the device fired but the clip did not deploy. The clip applier did not slice through the vessel and it was still completely intact. They tried to fire the clip applier not on a vessel, squeezed the handle, then the jaws opened as if a clip was forming in the jaws but again no clip deployed. A new clip applier was opened to complete the case. On the other hand, the safety of the multi fire device was difficult to put back in place and the top of the handle needs to be open. They opened a new one and it open/close without issue. There was no patient injury.